Event description:
Dexcom g7 15-day sensors do not work as advertised. My son has tried 4 sensors and each one of them failed between 24 hours and 5 days. Summary of issues: they report inaccurate readings, even after calibration (or they won't accept a calibration). Inaccurate meaning greater than 20 points or 20% difference from a blood glucose reading. False low readings and repeat alarms for false lows. Numerous "brief sensor errors" which require the patient to wait 3 hours before determining if the sensor is actually functioning or not. In the meantime, patient and his pump go without glucose data. Each sensor failure requires reporting to dexcom which is time consuming and an unnecessary burden on the patient. Sensor failures disrupt sleep, school and activities of daily living. Sensor failures impact the patient's ability to maintain blood sugar control, contributing to prolonged elevated blood glucose and missing alerts for low and high blood glucose levels. Pt: 1905, 2517 dpc:1535, 1013. Reference report: mw5185219, mw5185220, mw5185222.